Event description:
It was originally reported that, during a device changeout procedure, additional surgical intervention was performed to reposition this right atrial (ra) lead. Information later received from the field confirmed a lead revision was not, in fact, performed. Per the facility, the patient did undergo a routine generator change; however, there is no indication on the operative records that the lead was manipulated as initially reported.

Manufacturer narrative:
The following fields have been corrected: b2: outcome attributed to adverse event. B5. Describe event or problem.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that, during a device changeout procedure, additional surgical intervention was performed to reposition this right atrial (ra) lead. No additional adverse patient effects were reported. The lead remains implanted and in service.